Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after dissection the vasoview hemopro 2 was attached to the scope and put into the leg. It was observed through the scope camera that the cautery wire was bent, it was immediately removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.